Manufacturer narrative:
The customer reported a cloudy solution in the secondary, and returned one used sample of material 10016073, lot 24019155. The sample was visually examined, and no issues were observed. Then, the drip chamber spike was cut off, to gain access to the interior of drip chamber. The chamber walls had medication or other substance on them, and this was tested for chemical makeup using an ftir system. There were no provided matches in the database, and the complaint could not be verified. No 'cloudy' substance was seen, even with a faux infusion. The customer theory on third medication being apart of the tubing prior to infusion could be correct. This third medication (not ancef or lactated ringer's) would have been introduced by the end user. No manufacturing or quality issue was found with the returned sample. The root cause is unknown for the issue. Device history record review for model 10016073 lot number 24019155 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris secondary set had foreign matter within the pathway the following information was received by the initial reporter with the following information we had a case recently of a solution turning cloudy when primed into a secondary line. Here¿s a description from the nurse: the pt had come up from pacu to the floor a little bit after 1600, the IV was running lactated ringers, no secondary line was attached. No other medication had gone through the primary line. A dose of ancef was due at 1800, the lacted ringers that was running was still from pacu. I was at the bedside and connected the secondary line to the port on the primary line, as soon as the secondary lined started to prime I noticed the fluid turned to a white color. I clamped it right away and removed the secondary line, then changed the primary line and hung a new bag of lactated ringers.